Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following components damaged: housing, chassis, front panel chassis, and the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the olympus asset video system center had a broken front panel at the top part and was detached from the unit. The issue was found during preparation for use prior to an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, an e333 touch screen error code was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e333 is displayed because the cable connecting between the printed circuit board and the touch panel is disconnected. Olympus will continue to monitor field performance for this device.